Event description:
It was reported that the procedure was being performed on a pt in special procedures in the interventional radiology (ir). The catheter was being placed in the arteriovenous (av) graft in the pt's forearm. During the declot procedure, the black tip separated. The physician attempted to snare the tip, however, it then broke into two pieces. The larger piece was removed with the snare from the ulnar. The smaller piece remains in the distal branch. No surgical intervention was required. The physician felt it was best to leave the small piece and simply monitor the pt. The declot was effective. They will monitor the pt to see if the indwelling causes any harm. There was a delay in the completion of the procedure due to the removal of the one piece of the tip. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.